Event description:
It was reported by the patient that the remote monitor has no power despite trying multiple jacks in the home. A replacement power cord was sent to the patient. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.